Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead was removed. The reason for removal is unknown. A follow up with the patient¿s healthcare provider was not possible. No further information is available. No patient complications have been reported as a result of this event.